Manufacturer narrative:
The correct brand name is sterrad® chemical indicator strip. The correct common device is indicator, chemical. The correct catalog number is 14100_90. The correct lot number is 159611-01. The correct expiration date is 12/31/2017.

Event description:
A customer reported a sterrad chemical indicator strip did not change color correctly after a completed sterrad 100s cycle. No load was affected. There was no report of infection, injury or harm to patient(s) associated with this issue. Although there is no report of patient injury or harm and no prior incidents have resulted in serious injury, advanced sterilization products (asp) has determined in this situation sterility cannot be assured. Therefore, as a matter of policy asp had decided to report all incidents of sterrad chemical indicator strips not changing color correctly.

Manufacturer narrative:
Asp investigation summary: the investigation included a review of the device history record (DHR), trending of lot number, and system risk analysis (sra). Per the supplier, no anomalies were observed that would contribute to the customer's experienced issue. Trending analysis by lot number was reviewed from 04/17/2016 to 10/14/2016 and trending was not exceeded. The sra indicates the risk associated with a quality problem with no impact on safety is "low." The product was not returned; therefore, no visual analysis was performed. The concomitant sterrad 100s was tested by a field service engineer. A corrective maintenance was performed. It is inconclusive whether or not the maintenance performed was related to this issue. The assignable cause of the issue can be attributed to user error as the customer was not placing the ci strip in the center of the load as indicated the instructions for use (IFU). The customer stated they were placing the ci strip in the back of the load on the bottom shelf. A customer letter was sent addressing proper placement of the product. The issue will continue to be tracked and trended.